Manufacturer narrative:
A ge service representative performed an on site investigation. The system was in specifications however it was adjusted down as a precaution. The brightness setting on the left monitor was adjusted during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the physician measured greater than 20r/min from the 2600 system table top pad. Also the image was dark in the auto-histo mode. No patient injury was reported.